Event description:
Rn stated patient received an allergic reaction during treatment. Patient started feeling tingly, clammy, sweating and started receiving chest problems. Patient went to hosp.

Manufacturer narrative:
A product assessment was performed for this concentrate. The actual sample was not returned for eval. Microbiological testing was performed on retains samples for the lot identified. All test results were shown to be in tolerance. A medical assessment was performed for this event. Per the pharmacovigilance physician, there is no evidence that reasonably suggests that the patient's dialysis products caused or contributed to the patient's symptoms. This is consistent with the eval of these events by the patients nurse and nephrologist and hosp records. The patient continues on home nocturnal hemodialysis without incident. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 and (B)(6) 2013.